Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. The device was not returned for evaluation. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported potential adverse events of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use (IFU) as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article attachment: title: comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial the additional absorb device is being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying an absorb scaffold that was implanted in the mid and distal right coronary artery. The patient presented with angina. Pre-dilatation was performed with an unspecified 2.5x20mm balloon at 12 atmospheres (atms), and the 3.5x28mm absorb biodegradable scaffold was implanted at 12 atms. Pre-dilatation was performed again with an unspecified 2.5x20mm balloon at 12 atms, and another 3x18mm absorb biodegradable scaffold was implanted at 14 atms. Post-dilatation was not performed. The patient developed thrombosis and myocardial infarction (mi) 376 days later. Additionally, malposition was noted. Type of treatment was not specified. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial."